Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained for 1 patient a questionable gluc3 glucose hk gen.3 result and for 1 patient questionable crej2 creatinine jaffé gen.2 - compensated method for serum and plasma and ureal urea/bun results. The testing was performed on a cobas integra 400 plus. From the data provided, 1 patient had reportable malfunction for gluc3 and 1 patient had a reportable malfunction for ureal. Patient 1 had an initial gluc3 result of 221 mg/dl with a repeat result of 97 mg/dl. Patient 2 had an initial ureal result of 52 mg/dl and a repeat result of 115.26 mg/dl. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. Qc results were acceptable. The investigation is currently ongoing.